Manufacturer narrative:
Device 27 of 31. E1: complainant city: (B)(6). Complainant country: egypt. Name of affiliation: (B)(6) hospital. D2: common device name: dressing, wound, drug. Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed and no discrepancies were found. Aquacel foam ag adh heel(1x5) eur was manufactured under sap code 1703975 and manufacturing lot number 1g02904 on 24 july 2021. Lot # 1g02904 was sterilised under work order 2937284 and released on review of results of sterilization provided by sterilization company sterigenics. All the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 1g02904. This is the only complaint for the affected lot registered within database. Five photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs do not confirm the expected lot number, but the product shown appears to be an example of the affected heel product with the ag symbology present on the pink pu layer. The complaint issue is confirmed, where multiple yellow-brown diffused spots are seen at the edge of the silicone border on the dressing pad. The samples under complaint were requested on (B)(6) 2023 for investigation, and 5 dressings were received on (B)(6) 2023. Laboratory testing confirmed that the contamination seen on the dressings is comparable to that found in previous nc record opened as a result of previous where brown spots were found on aquacel foam ag adh 10x10cm dressings at the intersection of the release liner fold and the silicone border. A previous investigation was raised to investigate the brown spots on dressings and the brown spots were identified to be made up of silicone lubricant and ipa. The contamination appears to be associated with the kiss cutter on the line and has likely entered the process at this point. The lubricant is not brown in colour, and initially does not discolour the dressing. The brown discolouration appears over time and is likely a reaction with the product and the lubricant. As this additional batch identified under complaint is within the bounding of this previous investigation and the fourier transform infrared spectroscopy (ftir) traces of the contaminant are comparable, this issue is confirmed as resulting from the same failure mode. An health hazard evaluation (hhe) was initially necessary for this issue, and following further complaints, further information gathered, and further testing completed, the health hazard evaluation (hhe) was updated to state that the contamination is of low risk to the patient. The chemical ingredients are confirmed to be non-carcinogenic, non-toxic and non-sensitizing, but have the potential to cause irritation. The health hazard evaluation (hhe) confirms if brown contamination is detected in any other batch not listed in this hhe, the same assessment process will be conducted. If the same contaminant identification and root cause are confirmed, then no market action will be recommended for future occurrences. This complaint confirms the same chemical presence and failure mode as the previous complaints, and future complaints with this failure mode will be assessed in the same way. Corrective action and preventive action (CAPA) was open to address issues found during investigation, including updates to procedures relating to cleaning tooling, training, gaps assessment to look at other manufacturing lines and a risk-based control process for substances. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
The distributor received a product complaint about company's known thirty dressings from a hospital, where the wound care team noticed a brownish discoloration on the sides of some patches of dressings after removing the outer plastic transparent part and prior to application. The product was not used. Photographs depicting the issue were received from the complainant.